Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, a thin piece of plastic from cartridge remained on the lens, which was removed. The iol was damaged and was not explanted. The patient condition was satisfactory and the operation was completed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 7 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).